Event description:
Described the occurrence of stomach flu in a patient who accidentally ingested poligrip (super poligrip ultra fresh denture adhesive cream). A physician or other health care professional has not verified this report. Concurrent medical conditions included penicillin allergy. In 2005 the patient possibly accidentally ingested poligrip (dental), amount unknown. Approximately 1 day later, patient experienced vomiting, diarrhea, and fever and was taken to emergency room the next day where patient was diagnosed with stomach flu; patient was treated with paracetamol (tylenol). This case was assessed as medically serious by gsk. The events are resolved. The consumer's relative also reported relative noticed a red area on patient's sclera 3 days later; this remains unresolved. Manufacturer's comment: the lot number for this product is available and quality testing is pending.

Event description:
Product evaluation summary: the unused product was not returned to the manufacturer; however, a retain sample from the same lot was evaluated. Evaluation of the retain sample for the presence of pseudomonas species, e. Coli, salmonella species, and s. Aureus were negative. Aerobic plate count was less that 100 cfu/g (specification = 1000 cfu/g max) and yeast and mold count was less than 100 cfu/g (specification = 200 cfu/g max). The lot number met all requirements of release specifications at the time of release. No corrective actions required based on this report.